Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: maxima medisch centrum in the netherlands informed cook of an incident involving an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter from lot number 8886300. On an unknown date, during a drainage procedure, the metal stiffening cannula could not be removed from the catheter. A new drain was used to complete the procedure. No adverse effects to the patient were reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection of the returned product, were conducted during the investigation. One catheter was received with the cannula lodged inside the catheter. The cannula was stuck inside the catheter. The catheter's tip was manipulated, and the cannula could be removed. No damage was noted. The outer diameter of the cannula and the inner diameter of the catheter measured within specification. Additionally, a document based investigation evaluation was performed. A device master record (dmr) review was performed, and device drawings, quality control procedures and manufacturing instructions associated with the complaint were identified. Cook concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files (dhf) were reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots record no related non-conformances. A database search revealed no other complaints have been reported for the device lot. There is no evidence of nonconforming material from this lot in house or in the field. A CAPA was previously opened to address metal stiffener advancement and removal difficulty. The CAPA concluded with manufacturing deficiencies. This lot number was manufactured prior to implementation activities of the CAPA. Therefore, the investigation will conclude with manufacturing deficiency. The appropriate internal personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/501(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. When the user was inserting the catheter into the patient, the user was unable to remove the needle and introducing cannula from the catheter. The device was removed and the operator utilized a wire guide and a comparable device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.